Manufacturer narrative:
Additional information:: upon follow-up, it was reported that the patient experienced bacterial peritonitis and was treated with vancomycin and amikacin (intraperitoneal, doses, frequencies and durations were not reported) for the event. Fifteen days after the onset, the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause was unknown. It was not reported if the patient was hospitalized for the event. It was unknown if the patient was treated for the event. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available.